Event description:
It was reported that the device was damaged while removing from the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa and then inserted the wds. The closure device was deployed, but did not meet release criteria. The physician withdrew the wds from the patient and the distal marker band bent. Both devices were then removed from the patient and the procedure was ended.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the distal tip. The tip had damage consisting of flared tri-cuts, and the distal marker band was damaged and kinked with the outer layer of the sheath delaminating away from the band. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The core wire was kinked 3.5cm from the distal end. There was no other damage or defect found on the remainder of the device. Functional testing could not be performed due to the damage incurred on the device. Product analysis confirmed the reported event as the distal marker band was kinked and damaged.

Event description:
It was reported that the device was damaged while removing from the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa and then inserted the wds. The closure device was deployed, but did not meet release criteria. The physician withdrew the wds from the patient and the distal marker band bent. Both devices were then removed from the patient and the procedure was ended.